Event description:
It was reported that the infusion pump upon first use was experiencing a 1720 error.. This pump is not in service and is brand new out of the box. There was no patient injury reported.

Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was duplicated. The device was powered up and alarmed ec 1720 which is an issue with the back-up capacitor. Replace defective back-up capacitor. The cause of the reported problem could not be determined. A review of the manufacturing DHR for this device found no causes or potential causes of the customer reported failure. The pump has never been in for service prior to this time.